Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation. It was noted that the right ventricular (rv) lead was suspected to be the cause of the perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.